Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead had shock impedances of less than 25 ohms reported via home monitoring on (B)(6) 2017. The patient was brought in for a followup and shock impedances appeared in range. This lead was explanted and replaced.